Event description:
The patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. In 2006, pt's films mailed to gore revealed a distal type I endoleak from the right common iliac artery and a possible distal type I endoleak from the left common iliac artery. Also noted were numerous type ii endoleaks. It was reported that the distal type I endoleak from the right common iliac artery has persisted beyond thirty days. No re-intervention is planned at this time.

Manufacturer narrative:
B5; originally reported that the date gore rec'd films for evaluation was 11/13/2006. Corrected date in which gore received films is 11/9/2006. Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted was lot #03762404. Correction: medwatch #2017233-2006-00352 was submitted on 12/06/06 under the incorrect manufacturing site number. Please reference correct mfg site number and medwatch #2953161-2007-00006.